Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported the impella console had a "controller failure" red alarm. This was the same alarm that occurred on the previously used console for the same impella 5.5 pump. No change in flows and purge. Console swapped out for new console.

Manufacturer narrative:
Corrections to the initial MFR report: g.1. MDR reporting contact email. D.2. Device name has been updated.